Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which disrupted the discriminators, causing inappropriate therapy to the patient. The lead will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.